Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refp1683 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a fractured PICC stylet. It was stated the stylet did not break off. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent stylet is confirmed; however, the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation showed use residue on the returned sample. Multiple bends were observed in the returned stylet with the most severe bend located approximately 3.5 cm proximal to the epoxy tip. No breaks were observed in the stylet and the distal tip was found to be present and intact. A microscopic observation revealed each bend in the polyimide section of the stylet was between magnets. No breaks or tears were found in the polyimide tubing; however, some whitening of the polyimide material was observed at the most severe bend. Insufficient evidence was found on the returned sample to indicate a specific root cause of the bends and kinks in the stylet; however, possible contributing factors include advancement of the stylet against resistance and damage during manipulation, handling, or use.

Event description:
It was reported a fractured PICC stylet. It was stated the stylet did not break off. No other information was provided.